Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar spondylolisthesis reduction. Intra-op, the screw broke. The broken screw was replaced with a new one. No fragment of the broken screw remained inside the patient. No patient complications were reported.